Event description:
It was reported by the patient that, because the device was defective and had malfunctioned, the patient experienced several shocks. It was additionally reported by the patient that the patient's quality of life has suffered; the patient requires oxygen, is weak and dizzy, and has additional fluid build-up; and the patient has suffered heart attacks, with additional damage to the heart and a weakening of the lungs and kidneys. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.